Event description:
It was reported by customer that a male infant patient passed away. Per customer's notification, the sleep apnea monitor (smart monitor 2) and masimo rad-8 device were in use during the event. Additional information ws no provided by customer.

Manufacturer narrative:
The unit has not been returned to masimo to allow an analysis to be performed. If new information is obtained or the device is returned, a follow up report will be submitted.